Event description:
It was reported that the patient felt a possible shock near their implantable cardioverter defibrillator (ICD) three days prior to the call. The patient also felt a pop below the device while working on a house with a large item on their chest and was not sure if the pop was from the device. A transmission report was reviewed and it was noted that no high-voltage therapy was delivered but that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate, non-sustained episodes and short ventricular intervals. Oversensing was also noted on the rv lead. Additionally, lead noise appeared to inhibit rv pacing. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.